Event description:
It was reported that the patient had the ambicor penile prosthesis removed as the rigidity had changed so that it did not remain rigid over time. A new 14mm x 18cm ams ambicor penile prosthesis was implanted.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed as the rigidity had changed so that it did not remain rigid over time. A new 14mm x 18cm ams ambicor penile prosthesis was implanted. Additional information received indicated the device would lose its rigidity over a couple minutes, fluid would not stay in the cylinders.